Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm. Evaluation found force required to secure door is above expected levels caused by all four mechanism screws that mount the pumping mechanism into the front case backed out, which allows separation between front case and mechanism assembly. The condition was eliminated during evaluation by re-securing the said screws with the door performing as expected. The mechanism screws were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any patient involvement, injury or medical intervention is unknown.